Event description:
It was reported that this right ventricular (rv) lead was damaged during a generator changeout, thus the physician opted to surgically abandoned and replaced the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damaged during a generator changeout, thus the physician opted to surgically abandoned and replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.